Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the screen showed noise and the endoscopic image was not displayed during the operation of the angulation of the subject device and the imaging cable of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the reported phenomenon was duplicated. Omsc confirmed the subject device as following. The subject device passed a leakage test. The subject device passed an insulation test. As a result of checking the subject device, it was found that the adhesive of the bending section was chipped, the distal end was scratched, and there was a water drop trace on the electrical contact of the video connector. At the request of the user, the device was not disassembled. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There was a possibility of failure of the image sensor unit cable, the ccd or the circuit board. Omsc surmised that the circuit board was broken due to the following causes. Approximately 5 years and 6 months have passed since the device was manufactured. Electronic components were broken due to aging degradation with repeated energization stress. A temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. Since there is a water drop trace on the electrical contact of the video connector, the video connector was temporarily short-circuited by connecting the video connector to the video system center with the water drop attached. Static electricity was applied to the electrical contacts of the video connector. Omsc surmised that the ccd was broken due to the following causes. Approximately 3 years and 6 months have passed since the device was manufactured. Electronic components were broken due to aging degradation with repeated energization stress. A temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. Since there is a water drop trace on the electrical contact of the video connector, the video connector was temporarily short-circuited by connecting the video connector to the video system center with the water drop attached. Static electricity was applied to the electrical contacts of the video connector. Since there was a scratch on the distal end, stress was applied to the ccd inside the distal end due to the stress applied from the outside of the distal end. Omsc surmised that the image sensor unit cable was broken due to the following causes. Since there was a chip in the adhesive of the bending section rubber, the image sensor unit cable of the bending section was broken due to external stress such as inserting and removing the insertion section of the subject device diagonally with respect to the trocar. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.